Event description:
Information received from the field notes that the patient presented to the emergency room complaining of syncopal spells. An ECG showed intermittent loss of capture and device inhibition. The device was reprogrammed to 75 ppm in voor mode and the patient's symptoms were resolved. The next day, when the patient returned with similar symptons, a ten second pause was seen on an ECG.